Event description:
Customer reported experiencing inaccurate high results with a ot basic meter. The patient's blood glucose results was 151 mg/dl and the lab result was 117 mg/dl. Tests were done within 5 minutes with a difference of 45%. Patient did not experience any adverse events. No further information has been reported.